Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information from the patient's daughter called in stating her father has passed away and she wants to return her father's CPAP device. The daughter did not have the serial number of the device available and stated she would email it at another time. A shipping label to return device was sent to the deceased user's daughter. No additional information has been provided regarding the patients passing. There was no allegation that the device caused or contributed to the death. The device was requested to be returned for evaluation, but no device was ever returned. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.